Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was taken to hospital on (B)(6) 2026 and transferred to a second hospital due to critical condition. The second hospital placed the patient in ICU due to bent cannulas lead to hyperglycemia, with symptoms of dizziness, nausea, and vomiting. Blood glucose was measured at 700 mg/dl, and ketones were present at the time of the event. The patient was treated with insulin pen injections (lantus and humalog) and released from the hospital on (B)(6) 2026. After discharge, blood glucose began rising again, and the patient is currently using manual injections to control bg. No further information available.